Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: ¿hemolysis occurs frequently in the process of use, there is no abnormal blood collection and centrifugation.¿ this event description was translated from (B)(6) to english.

Event description:
It was reported during use the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: ¿hemolysis occurs frequently in the process of use, there is no abnormal blood collection and centrifugation.¿ this event description was translated from chinese to english.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for hemolysis with the incident lot was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Investigation was limited as no samples were received. The photo does show the customer¿s failure mode of ¿hemolysis¿. The serum/plasma in the tube appears to be a red color which is indicative of ruptured red blood cells. The customer¿s failure mode has been confirmed based on the photo received. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.